Manufacturer narrative:
The insulin pump was received alarming flash memory failure alarm followed by software released alarm due to fracture solder joints on mother board. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to flash memory failure alarm and software released alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed software release alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the software release alarm recurred after being cleared. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.